Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and membrane. The extender tubing and insertion kit were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported alarm, leak & alarm, check iab catheter problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after a successful intra-aortic balloon (iab) insertion one hour later an alarm leak was generated as well as a check catheter alarm. The indication for therapy was coronary heart disease. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after a successful intra-aortic balloon (iab) insertion one hour later an alarm leak was generated as well as a check catheter alarm. There was no reported injury to the patient.